Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. However, 30 retained samples were visually inspected for foreign matter on the cannula, and two of these samples failed the test due to the presence of foreign matter on the IV cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles appear rusted or tarnished. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles appear rusted or tarnished. No adverse impact was reported regarding the patient or user.